Event description:
It was reported that an ilet pump reportedly split in half and became completely unresponsive, and a replacement was arranged after address verification and user education on shutdown, data transfer, cgm use, and return process. Symptoms included high and low blood glucose readings that persisted out of range for approximately six hours without successful correction and without device alerts. Outcomes included nonmedical assistance from family for support, with no medical intervention or hospitalization. Investigation included collection of event details, shipping a replacement device, and retrieval of the damaged unit for evaluation. Investigation of this case revealed a hardware failure consistent with screen bezel or enclosure separation resulting in loss of function and no alerts. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure of the enclosure leading to operational failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.